Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "overfill of 68-330 to 370cc". Healthcare professional later reported "hole on the edge of the left side". This record is for the left side. The device has been explanted.